Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The distal conductor of the lead developed a fracture due to flexing while in vivo. The overlay tubing of the lead became extrinsically distorted due to kinking/buckling. Analysis of the device memory indicated a lead warning alert and the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range.

Event description:
It was reported that the lead integrity alert (lia) triggered and the right ventricular (rv) lead had high pacing impedance, high thresholds, and a possible fracture. During the lead revision procedure, it was noted that there was stress on the rv lead due to a kink immediately next to the anchoring sleeve depending on the position of the patient's left arm. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).